Event description:
Customer reports a difference of 30 points between her sensor glucose and blood glucose and she also experience weak signal alarm. Customer's most recent blood glucose was 272 mg/dl. Troubleshooting was attempted for the week signal but customer declined, because she understood it. Reviewed the sensor and blood glucose. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.